Manufacturer narrative:
Incorrect serial number provided in initial submission under h10 in the 13-month look back paragraph. (B)(6) was mentioned in 004339-1-1 instead of (B)(6). Correction of 13-month look back. A 13-month complaint and service history review for serial number (B)(6) from the date of 17mar2022 through aware date 17apr2023 was performed for similar complaints. There were no similar complaints identified during the search period.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. The customer mentioned to fse of fading printer printouts. Fse confirmed the complaint by reviewing the problems from the control result printouts and proficiency printouts. While troubleshooting, fse found minimal leaking from the wash pump during wash priming. Fse replaced the wash pump which resolved the control issues. Fse then inspected the printer and cleaned the printer head but the problem persists. Fse replaced the thermal printer which resolved the fading printouts. Fse repaired and validated the analyzer by successfully performing calibrations, quality control run, precision testing without error and within acceptable range. The customer ran their controls and all within acceptable ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review for serial number (B)(6) from the date of 17mar2022 through aware date 17apr2023 was performed for similar complaints. There were no similar complaints identified during the search period. A 13-month lot review for biorad lot # 40430 from the date of 17mar2022 through the aware date 17apr2023 was performed for similar complaints. There were two similar complaints identified during the search period including this case including this case. The st aia-pack st fer analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. 8 rev-025253-1119 st aia-pack fer if one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st aia-pack st ft4 analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st aia-pack st tsh analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st aia-pack st bhcg analyte application manual states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to the failure of the wash pump and thermal printer.

Event description:
A customer reported failed american proficiency institute (api) testing for ferritin (fer) on the aia-360 analyzer. The customer also reported quality control (qc) issues with level 2 on the lowest peer range and laboratory establish reference ranges, and with high coefficient of variation (cv) for free thyroxine (ft4), ferritin (fer), thyroid stimulating hormone (tsh), and beta human chorionic gonadotropin (bhcg) with bio-rad lot# 40430. The customer decontaminated the analyzer a few weeks ago and did not notice any improvement. The analyzer is down. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.